Event description:
It was reported via a trial that on (B)(6) 2010, after the implantation of the xact stent in the right internal carotid artery, the pt developed hypotension that required a dopamine infusion for two days followed by oral medications, midodrine and florinef to increase blood pressure. The pt's condition was considered resolved and the pt was deemed stable to be discharged home on (B)(6) 2010, although the pt continued to have some dizziness, but was able to ambulate independently. The pt's blood pressure had improved with orthostatic changed that were less pronounced. There was no additional info provided.

Manufacturer narrative:
(B)(4). Hypotension may occur during this type of procedure and as listed in the instructions for use is a known potential adverse event associated with the use of the product. The reported hospitalization was in response to the pt symptom. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies, which could have contributed to the outcome of the procedure. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb.